Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited low amplitude r waves of 2mv. The use of traction was required as the lead exhibited helix extension/retraction difficulty during the explant procedure. Reportedly, the lead's behavior was most probably induced due to the patient's clinical situation. The product is expected to be returned for analysis. Another lead was successfully implanted in the rv. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix difficulty and difficult-to-remove allegations were confirmed. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue entwined in the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of low amplitude or poor morphology.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited low amplitude r waves of 2mv. The use of traction was required as the lead exhibited helix extension/retraction difficulty during the explant procedure. Reportedly, the lead's behavior was most probably induced due to the patient's clinical situation. The product is expected to be returned for analysis. Another lead was successfully implanted in the rv. No additional adverse patient effects. The product was returned for analysis.